Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a patient presented in-clinic for an extraction procedure. Prior examination of the patient had revealed an unspecified infection and endocarditis. The patient's implantable cardioverter defibrillator was explanted and on (B)(6) 2022. The patient was recovering and no additional patient consequences were reported.